Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle pfr kit, the mesh leg detached from the mesh assembly during the first throw through the sacrospinous ligament. No product was left inside the pt. The procedure was completed with another pinnacle device, with no complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A supplemental medwatch report will be submitted if any further relevant information about this event becomes available.